Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g3, h4, h6, h10, h11. Corrected field: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on plug unit, error code e226 was displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device displayed an e226 error (communication failure) which is related to image did not appear. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device displayed an e226 error (communication failure). The issue occurred during preparation for use. There were no reports of patient involvement.